Event description:
The facility representative reported that the device failed accuracy testing. The event occured during bio-med testing. The device was serviced on site at the customer's location by a field service engineer. The facility representative stated that there have been no reports of any patient injury or medical intervention associated with this incident. Additional contact information was not available. No additional information is known.

Manufacturer narrative:
Evaluation summary: the infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test. The specification of this device is +/-5%. The condition of accuracy test failure was confirmed on site at the customer location by a field service engineer. The pump head module was replaced. Service of the device was conducted on-site.